Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) the tfs was able to reproduce the customer reported issue on the left mtm. The left mtm gimbal was replaced to repair the da vinci s surgical system. This complaint is being reported due to a da vinci s surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that during a da vinci s assisted surgical procedure, the system was displaying multiple 23008 errors and all leds on the patient side manipulator (psm) arms turned yellow. The site contacted intuitive surgical inc. (Isi) technical support for assistance, however troubleshooting was unable to recover the errors. It was determined that the system errors were related to the left master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The patient was in the operating room, under anesthesia and the ports were placed when the surgeon decided to delay the procedure and wait for an isi technical field specialist to repair the system. There was no patient harm, adverse outcome or injury reported.